Manufacturer narrative:
Bard became aware of a journal article. No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The investigation of the reported event is currently underway. Journal article review: a retrospective study between august 2011 and august 2015 of twelve patients (five women, 7 men; age range 26-69 years; average age 54.9 years) who underwent an attempt at percutaneous removal of permanent ivc filters. Patients included in the study had a history of ivc filter complication, such as filter-related ivc thrombosis, or prescription of lifelong anticoagulation due to the presence of the ivc filter. Type of filter, dwell time, indications for filter placement and retrieval, pre-procedural venogram findings, route of access, and equipment used were recorded and analyzed. Additionally, completion venograms were performed to analyze procedural complications. Loop snare, blunt dissection with a vascular sheath from the internal jugular vein and/or common femoral vein, and/or laser photoablation were the techniques used for retrieval. Filter dwell times ranged from 7 days to 15 years (mean 5.1 years). Successful removal in 11 of the 12 patients (91.6%) and restoration of flow through the ivc was possible in all 12 patients. Laser photoablation was required in the majority of the successful retrievals (8/11). A history of caval thrombosis was found in 6/12 cases (50%). The two filters manufactured by bard were accessed only from the internal jugular vein and required laser photoablation. The study concluded that percutaneous removal of permanent ivc filter can be performed on carefully selected patients despite prolonged filter dwell times. However, chronic filter thrombosis and caval scarring may increase the risk of retrieval failure. While most patients with permanent ivc filter do not warrant an attempt at retrieval, the techniques performed in the study can allow successful retrieval of permanent ivc filters which resulted in caval thrombosis or consign the patient to the risks associated with indefinite anticoagulation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. -

Event description:
A retrospective study titled, percutaneous retrieval of permanent inferior vena cava filters was reported in the cardiovascular and interventional radiological society of europe. Four years post vena cava filter deployment for pulmonary embolism with contraindication to anticoagulation, the patient presented for retrieval of the filter to allow cessation of anticoagulation. A pre-retrieval venacavogram identified the tip of the filter to be tilted and embedded in the caval wall. Endobronchial forceps, blunt dissection with a vascular sheath and laser assistance were required to successfully retrieve the filter. There were no procedural complications identified on the completion venacavogram.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Journal article review: a retrospective study between august 2011 and august 2015 of twelve patients (five women, 7 men; age range 26-69 years; average age 54.9 years) who underwent an attempt at percutaneous removal of permanent ivc filters. Patients included in the study had a history of ivc filter complication, such as filter-related ivc thrombosis, or prescription of lifelong anticoagulation due to the presence of the ivc filter. Type of filter, dwell time, indications for filter placement and retrieval, pre-procedural venogram findings, route of access, and equipment used were recorded and analyzed. Additionally, completion venograms were performed to analyze procedural complications. Loop snare, blunt dissection with a vascular sheath from the internal jugular vein and/or common femoral vein, and/or laser photoablation were the techniques used for retrieval. Filter dwell times ranged from 7 days to 15 years (mean 5.1 years). Successful removal in 11 of the 12 patients (91.6%) and restoration of flow through the ivc was possible in all 12 patients. Laser photoablation was required in the majority of the successful retrievals (8/11). A history of caval thrombosis was found in 6/12 cases (50%). The two filters manufactured by bard were accessed only from the internal jugular vein and required laser photoablation. The study concluded that percutaneous removal of permanent ivc filter can be performed on carefully selected patients despite prolonged filter dwell times. However, chronic filter thrombosis and caval scarring may increase the risk of retrieval failure. While most patients with permanent ivc filter do not warrant an attempt at retrieval, the techniques performed in the study can allow successful retrieval of permanent ivc filters which resulted in caval thrombosis or consign the patient to the risks associated with indefinite anticoagulation. Tamrazi, a., wadhwa, v., holly, b., bhagat, n., marx, j. K., streiff, m., & lessne, m. L. (2016). Percutaneous retrieval of permanent inferior vena cava filters. Cardiovascular and interventional radiology, 39(4), 538-546. Doi:10.1007/s00270-015-1214-0. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the tilted filter and removal difficulties. Based upon the available information, the definitive root cause is unknown. It should be noted this is designed to be a permanently implanted filter. Labeling review: the current IFU (instructions for use) states: migration of the filter - this may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
A retrospective study titled, percutaneous retrieval of permanent inferior vena cava filters was reported in the cardiovascular and interventional radiological society of europe. Four years post vena cava filter deployment for pulmonary embolism with contraindication to anticoagulation, the patient presented for retrieval of the filter to allow cessation of anticoagulation. A pre-retrieval venacavogram identified the tip of the filter to be tilted and embedded in the caval wall. Endobronchial forceps, blunt dissection with a vascular sheath and laser assistance were required to successfully retrieve the filter. There were no procedural complications identified on the completion venacavogram.